Event description:
A new polyurethane eight french ameritus nasogastric (ng) feeding tube became disconnected at the tubing hard plastic, orange piece. The patient's feeds were lost into the bed. The md was aware.